Event description:
The account stated that an initial architect b-hcg result of 180 miu/ml was generated. The sample was recentrifuged and repeated with a result of <1.2 miu/ml generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.